Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device stopped working. The patient had more accidents in the past few months that became more and more frequent, and last night was really bad. The patient checked the device, put new batteries in, and turned it on and thought maybe they were having accidents because of that. This morning when the patient got up, they cranked it up as high as it could go and wouldn't do anything. It was noted the stimulation stopped and the patient never really felt it, just had it where they could tolerate it. It was also noted the patient increased to a level where they could feel it this morning. The patient had never changed programs and would potentially try a new program to see. Troubleshooting/interventions performed included putting new batteries in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.